Event description:
Healthcare professional reported a right-side rupture confirmed by imaging. Device has been explanted.

Event description:
Healthcare professional reported a right-side rupture confirmed by imaging. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture : observed, one opening on the posterior side assessed as fold flaw opening. Additional observation. No penetrating nick ( stress marks). Crease observed on the device. Wear abrasion observed on the device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right-side rupture confirmed by imaging. Device remains implanted.